Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to charge her battery. The patient hadn't charging since approximately (B)(6) 2020. The patient had an appointment scheduled for (B)(6) 2021. Additional information was received from the manufacturer representative (rep). It was confirmed that she was in overdischarge. A trickle charge was performed but she has had three ods and will be scheduled for replacement.